Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and post lumbar laminectomy syndrome. It was reported that there was an end of service (eos) error code. There was no trauma or fall related to this issue. There was no allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. The eos was seen in (B)(6) 2016. There was also back pain that started around the first of (B)(6) 2016. It also seemed like there were more "shock waves" going down the patient's s one leg than the rest of the body for the last 3-4 weeks and it had been getting worse. This started in july. During the call, the patient said he saw the code was not saying eos, but now it was saying elective replacement indicator (eri) code during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.